Event description:
It was reported that a user new to the ilet pump observed a blood glucose reading of 220 mg/dl and called to ask whether any action was needed; the agent advised that the pump would deliver automated correction to bring glucose back into range and no further assistance was requested. Symptoms included hyperglycemia. Outcomes included no injury, no alerts or alarms, no medical intervention beyond routine device use, and no hospitalization. Investigation included review of the event details with troubleshooting and education provided. Investigation of this case revealed no device malfunction or alarm activity and normal automated correction behavior consistent with expected device performance. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.